Event description:
Country of complaint: (B)(6). Complaint states: suture broke during surgery.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site eval: samples received: 9 unopened pouches. Analysis and results: there are no previous complaints of this code/batch. There are no units in OEM stock. All closed packs received are tight. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Remarks: when working with safil suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable.